Event description:
When a nurse was preparing to draw up insulin for injection, she noted a substance lining the insulin needle. It wipes off with a soft cloth. Upon further exploration, the same substance was found on tb needles as well as other small gauge needles. These are all distributed by (B)(4). Lot # 2446123, 2417746, 1718670, 2377914, 2420992, 2321905, 2449222, 2386278 of syringe/needle combo seem to be affected. Model numbers: ed12905-in, ed-12558-tb, ed32558-cm. Distributed by (B)(4).